Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue of all three icons (charge pak, attention and service wrench) being present on the readiness display. Physio did observe that the device had a service wrench present.  Physio then downloaded the electronic records from the device and determined that there was no evidence of all three icons being present at the same time, as initially reported. Physio also observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if it were necessary. Physio determined that the cause of the reported issue was that the on/off lid latch was not properly aligned on the upper case shaft, which caused the device to power on (activate) with minimal effort. As a result, the device had accumulated a significant amount of on-time (12.91 hours) which drained the internal hlc batteries.  Physio confirmed that the device would power on, charge and shock during testing. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.